Manufacturer narrative:
The valve was returned to edwards for evaluation, an unknown material was found on the inflow side of the valve. The particle was isolated for material analysis and a measurement of the particles was taken; the particle was less than 0.5mm long. Materials analysis was performed on the isolated materials with fourier transform infrared spectroscopy (ftir), which indicated an approximate match to a cellulose-like material. Based on the ftir chemistry analysis the blue cellulose is not similar to known manufacturing sutures or valve components used in the manufacturing floor for sapien xt. The source of the particulate could not be determined, however, it is possible that the blue cellulose could originate from personnel¿s clothing during handling in manufacturing. The device history record (DHR) review of the affected sapien xt valve shows the device met specifications prior to distribution of device. While particulates can come in contact with the device from various sources, including manufacturing cleanroom and operating room environments, a review of complaint data shows the frequency of particulate related complaint to be low, thus re-enforcing edwards¿ manufacturing and inspection controls. Sapien xt valves are manufactured under controlled environments which meet all industry cleanliness classification requirements per iso14644-1, 2. All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures per standard operating procedures to reduce particles and control contamination that could impact product. Throughout the manufacturing process sapien valves are 100% visually inspected. Prior to final packaging, a 100% visual inspection is performed to look for foreign materials on the valves as well as inside the jars. These manufacturing inspections mitigate against the potential for particulate on the leaflet. Additional root cause investigation and corrective actions regarding contamination on valves are underway.

Event description:
During the inspection of a 29mm sapien xt valve, it was noted that a black speck was embedded on one of the leaflets. The valve was removed from the field and a second valve was opened, prepared, and implanted without issue.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.